Event description:
It was reported that the board not running. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Manufacturing device history: record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Plunger assembly seal was removed/broken. Dent and big chipped out on lower left front corner. Motor not running was found in event history log. Motor not running was found at occlusion test. The root cause of the reported issue was found to be the main board misaligned away from extrusion due to pump been mishandled by customer. Realigned main board. Performed occlusion test and all functional testing which passed.